Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop while on a patient. The customer confirmed that there was no patient harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: the reported complaint was able to be confirmed and duplicated. Found that the reported failure were caused by xdcr failure (pt801, pt800 & pt802) of uut's main pcba p/n: 52850 rev. L s/n (B)(4).